Event description:
It was reported that the patient underwent a surgical procedure on (B)(6 )2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui. No additional information was provided.